Event description:
The customer reported that while pts were being monitored on the panorama central station with ambulatory telepacks, there were no ECG readings at the central display. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and found that the system had lost communication. Corrections included rerouting of all cables and replacement of the power switch. ECG readings reestablished.